Manufacturer narrative:
The system was used for treatment. The kit lot number was not provided; therefore, a batch record review could not be performed. The (B)(4) lot number was not provided. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pulmonary embolism. No trends were detected for this complaint category. From a device perspective, there is no known device malfunction. However, out of an abundance of caution, this case will be reported as an MDR, since the patient was admitted to the hospital post treatment. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: pulmonary embolism. (B)(4). Device not returned to manufacturer.

Event description:
An extracorporeal photopheresis (ecp) physician reported that he had been contacted by a patient's treating doctor regarding the patient's ecp treatment. The patient's treating doctor stated that his patient underwent four sessions of ecp treatments with the ecp physician at the end of 2015. The patient's treating doctor then reported that in the beginning of 2016, this patient developed a bilateral pulmonary embolism which required hospitalization in the cardiology unit of the hospital. Multiple attempts to acquire more information regarding this case have proven unsuccessful. The kit was not returned for investigation.